Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. A review of the data logs indicated that the sensor session began on 4/24/2023 at 11:29 am with g6 transmitter number 8fya2x. The sensor session lasted 10 days and ended on 5/4/2023 for unknown reasons. There were no bg calibrations attempted during the entire session. On the date of event, no malfunctions were found in the data and only one glucose alert was found to have been triggered. The alert was a high glucose alert that started at vibrate then escalated to 50 percent audio followed by 100 percent audio volume, as intended. The allegation and probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On or around (B)(6) 2023, the patient reported experiencing an unspecified low glucose reading on her cgm. The patient was unable to recall whether a bg meter comparison was performed. She stated that she ¿did not have enough time to treat herself¿ before losing consciousness. Emergency medical services (ems) transported the patient to the emergency room, where she was hospitalized for an unspecified duration. The patient could not provide additional details regarding the event, including medication or treatment administered, as the incident occurred several years ago. No further patient or event information was available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B5: describe event or problem - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: medical device problem code - correction. H6 codes: type of investigation - correction/additional information. H6 codes: investigation findings - correction/additional information. H6 codes: investigation conclusion - correction/additional information. H10: corrected data. H11 additional narrative.

Event description:
Subsequent to the initial MDR, a correction was updated on 12/04/2025. It was reported that an unspecified malfunction occurred. The date of the event is an approximation. On or around (B)(6) 2023, the patient reported experiencing an unspecified low glucose reading on her cgm. The patient was unable to recall whether a bg meter comparison was performed. She stated that she ¿did not have enough time to treat herself¿ before losing consciousness. Emergency medical services (ems) transported the patient to the emergency room, where she was hospitalized for an unspecified duration. The patient could not provide additional details regarding the event, including medication or treatment administered, as the incident occurred several years ago. No further patient or event information was available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.